Event description:
Report received from abbott international affiliate (abbott france) of an inaccurate delivery: the report states: "the pump was returned from the clinical setting to the biomedical dept because the intended flow rate was different from the actual flow...no alarm sounded...there was no adverse event or intervention required." There was no info available related to the specific event (pt data, prescription).